Event description:
The customer stated that he was hospitalized due to a diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. The customer only changes his infusion set every 4-5 days. The customer was advised to change his infusion set every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.